Event description:
Info received on 2/25/03, from the pt indicates when pt squeezes the pump, it gets bloody/pussy and "it still don't work right." Pt's in a lot of pain. Additional info received on 5/23/03, indicates in 2003 the pt's device was removed.